Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a shortened battery life issue and the battery compartment was cracked. It was reported there was no evidence of moisture ingress within the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/21/2014-product analysis:the pump has been returned and evaluated by product analysis on 05/14/2014 with the following findings:the complaint of shortened battery life could not be duplicated or confirmed during investigation. Two low-battery warnings were observed in the pump¿s black box; there was no evidence of excessive battery usage or short battery life. A battery compartment crack was observed. A battery cap was not returned and a test cap was used for testing. The test cap was unable to properly secure to the pump; a power loss was not observed. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric draws were found to be within specification. There was no evidence of moisture, damage, or defect to the pump¿s internal components. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.